Event description:
It was reported that this implantable defibrillation lead exhibited a gradual increase in pacing impedance measurements over the last year. The impedance measurements had been 300 ohms and increased to over 2,000 ohms. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).